Manufacturer narrative:
Complaint confirmed, the cannula was found to be be broken where it tapers. The cannula tip did not come loose because of the black shrink wrap. The triggers were found to be in pre-deployment position. Functional testing was performed and the implants were deployed successfully despite the broken cannula. A likely cause of the broken cannula is prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by an arthrex employee via e-mail that while using an ar-4501, meniscal cinch ii, the cinch broke before it could be placed in the patient. This was discovered during use in a knee arthroscopy on (B)(6) 2021. The case was completed with a new ar-4501.